Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have been intermittently unresponsive for the past month. She noted that the keypad button symbols are worn. The pt stated that the keypad buttons still click and spring back when pressed. She confirmed that the keypad is intact but appears worn; denied exposing the pump to water; and stated that she wears the pump clipped to her waist or in her pocket.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the keypad buttons are intermittently responsive. It was observed that the buttons still click and spring back. Visual inspection confirmed that the button symbols are worn. There was evidence of keypad contamination found under all button key contacts.